Event description:
On (B)(6) 2012, pt reported he received treatment at the hospital for hypoglycemia on (B)(6) 2012. He woke up and exercised and then drove to get breakfast without eating a snack first. He was pulled over for erratic driving, and he informed the police office it was due to hypoglycemia. Pt reported he was "pretty incoherent" and would not have been able to self-treat. The police officer called an ambulance, and the paramedics treated him with glucose IV and transported him to the hospital. He was released from the hospital a few hours later. His blood glucose during the event was 25 mg/dl and was 53 mg/dl when the paramedics arrived, and his normal blood glucose is 100-220 mg/dl. No allegations were made against the infusion device or related products, and he believes this event was caused by not eating a snack. No product will be returned for evaluation.